Event description:
The suspect device was giving an error message. The reporter said they smelled hot and opened the instrument up and found a chip on the circuit board had burned out. The device was replaced and requested for evaluation.